Manufacturer narrative:
One actual sample involved in the reported event was returned with the original packaging. The sample was received with the valve in the upright (closed) position. The valve was tested, and after being depressed and released, it returned to the upright position. The sample was attached to suctioning equipment set to 120mmhg, and no air leak was identified by sound. While connected to the suctioning equipment, the distal end was inserted into a beaker containing a combination of water and methylene blue. While the valve was in the locked and closed position, no suctioning occurred. Sample evaluation showed product to be working properly and as intended. No failure detected. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5180t502, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
A report was received from (B)(6) stating the user noted the closed suction catheter thumb valve leaking. Additional information received 04-feb-2016 stated that there was actually no reported patient injury. The nursing staff promptly took notice and removed the catheter. The nursing staff observed that it is when they pressed the thumb valve harder that they had the problem.